Event description:
Reportedly, during regular follow-ups, it was noticed that: in the histogram showing the distribution of atrio-ventricular versus the cardiac rate, negative values were displayed for some atrio-ventricular delays and frequencies below the programmed basic rate were displayed. An explantation is requested.

Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to symphony dr models approved under p950029. Analysis is pending.